Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified diffuse distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was difficult to pass through the diffuse lesion and an attempt was made to move the device forward. Subsequently, the balloon was inflated at 8 atm when the head part got in but it ruptured when inflated at 4 atm for the second time at the same spot. The procedure was completed with another of same device. No patient complications were reported.